Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 408 mg/dl. Customer declined to troubleshoot stated that she will contact her doctor regarding her settings. The insulin pump will be returned for analysis.